Manufacturer narrative:
This MDR is created as an additional follow-up. This complaint was investigated to the extent information was provided to coloplast. Due to the legal nature of this complaint, the device not being returned for evaluation and the implanted device lot number not being provided, a thorough investigation could not be executed. Should additional information become available, this file will be re-evaluated and updated according to current procedures. Complaints of this nature are monitored and captured within the product risk documentation. No further action or corrective action is required at this time. Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.

Event description:
As reported to coloplast, though not verified, additional information received on 04/22/2021. Mui, eroded aris. On (B)(6) 2016 - nearly complete excision of aris with native tissue revision, very small vaginal mucosa trimming, cystoscopy. Intraoperative findings: almost complete erosion of aris from right lateral edge of urethra to right side of vaginal sidewall, small cystocele, very short urethra (only ~1-1½ cm in length). States ui has worsened over last several weeks, uui (foot-on-the-floor syndrome), occasional sui with cough/sneeze. No other adverse patient effects were reported.